Event description:
A member of the siemens service organization was notified by an internal hospital communication that a siemens system may have been subject to an event: a pt died due to a power failure in the hospital. Investigation was started promptly on the status of the system as well as to obtain more details regarding the circumstances of the event.

Manufacturer narrative:
The customer contacted siemens service after the problem occurred. The technician arrived on site and verified "system boot up problem after hospital power failure. Reset system. System booted up and worked fined." The hospital dept mgr was contacted at the site for clarification. Per the customer, they were preparing the pt when they experienced power failures in several labs in the dept. The artis system froze and they could not use the system. The customer decided to transfer the pt to another area hospital by ambulance. The customer states they "heard" that the pt later expired, but they did not know any specifics. The mgr was reluctant to discuss the issue further. At this time siemens does not consider that the device has contributed to the communicated issue.